Event description:
The report indicates that approx three minutes into ECMO support, leakage was observed within the area of the arterial luer port. The leakage was approx 2cc and the unit was changed out. No pt compormise was observed. ECMO is an off-label use of the device.